Event description:
The manufacturer received information alleging a trilogy evo "service required" alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, a "ventilator service required" code was found in the ventilator's downloaded error log indicating the internal battery cannot be detected and proximal pressure sensor railed to maximum negative value. The device's internal battery pack and system board were replaced to address the issue. In addition, the technician confirmed the usb extension cable was broken and recommends the usb extension cable be replaced to address the issue. The unit passed final test.